Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had no power and would not boot up. There was no patient injury or death reported.